Event description:
Customer reporting 1 false positive sars result. Unknown symptomatic status of patient and if confirmation testing was performed. Numerous attempts were made to gather more information from the customer without success.

Manufacturer narrative:
Investigation summary: numerous attempts were made to gather more information from the customer without success. Without a lot number or data for review, no further investigation can be done. Root cause: insufficient information. Source: phone.